Manufacturer narrative:
(B)(4). Date received by manufacturer: lot number and device manufacture date were identified on (B)(6) 2018; method, results, and conclusions were identified upon completion of the device evaluation which was completed on (B)(6) 2019. Complaint sample was evaluated and the reported event was not confirmed. The product identities were confirmed. Four (4) sternalock blu system blades, sternalock were visually evaluated. The blades showed signs of moderate use, with scratches and nicks along the shafts of the blades. All four blades also had wear on the cross-drive interface. Functional testing was done by inserting each blade into a driver (part# 46-0008) and inserting the blade into a 2.4mm screw (part# 76-2410). The assembly was then held by the screw and lifted to check the retention between the blade and screw cross-drive interface. Each of the four blades was able to support the weight of the blade + driver, therefore, the complaint is unconfirmed. The device history records (DHR) of these products were reviewed and no discrepancies were found. The complaint was not confirmed; device analysis indicated that the devices met specification.. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00780.

Event description:
It was reported the blades are worn. No adverse events have been reported as a result of the malfunction.